Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving morphine (concentration 10 mg/ml, dose 2.4 mg/day) via an implantable pump for non-malignant pain. The pump was replaced on the day prior to this report date due to normal battery longevity and on this report date the patient developed acute withdrawal. A catheter access port study was done and upon aspiration, they got serosanguinous fluid, he injected dye and the catheter was patent, nice flow of dye to the catheter tip was seen. There was nothing unique about the pump replacement and they were able to aspirate from the catheter access port during the pump replacement, it was believed that the back table prime was not done. A different physician later called requiring programming assistance for removing system content, the physician was walked through programming and aspiration, the pump was filled with morphine 1mg/ml and a 0.5mg bolus was added on top of the final priming bolus ¿ total volume 0.696ml over 42min. A company representative later reported that the patient went into withdrawal and during the catheter access port aspiration, they were able to aspirate successfully but the health care professional noticed he pulled back more blood than he normally would see, the health care professional thought it might have been a blood clot that had disrupted the passage of drug. On the morning of (B)(6), the company representative was informed that they thought the drug might have been what affected the patient so they were sending it off for analysis. The event appeared to be resolved at this time. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative indicated that the patient displayed withdrawal symptoms after a pump replacement. The drug was transferred from the old pump and the external two micron filter was used. Additionally, a review of the programming for the dose in the bolus was performed and found to be accurate and correct. The physician who was on call, performed a catheter aspiration through the catheter access port and a dye study. The catheter was found to be patent and the dye was found to appear in the intrathecal sac as expected. A sample of the drug was sent off for independent analysis. The patient's symptoms of withdrawal had resolved completely.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that immediately following the patient's pump replacement on (B)(6) 2017 the patient experienced "severe withdrawal symptoms". It resulted in the patient being given oral and transdermal drugs and the pump being reduced to minimum rate. The patient did not want to continue treatment with those physicians and presented to a new hcp recently. On (B)(6) 2017 a catheter access port (cap) aspiration, followed by a dye study was performed. Cerebrospinal fluid (csf) was easily withdrawn from the cap by the hcp. The dye study did not show any leaks in the catheter, the hcp felt it was a normal study. The issue was not resolved at the time of this report. The logs were looked at and showed the pump was functioning. The patient's status was "alive - no injury".

Event description:
The company representative spoke with the managing doctor on this report date. The doctor that was accessing the catheter access port was not as experienced and were thinking that the blood that was seen was from during aspiration. It seemed as though the patient responded favorably after been given a therapeutic bolus but it was only short lived and the patient was then experiencing withdrawal symptoms. The pump was programmed to minimum rate mode and they were treating patient with other modes of pain relief. The doctor was not sure of the next steps. No further complications were anticipated/reported